Manufacturer narrative:
Investigation summary: bd did not receive samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor sample quality was not observed. To further investigate, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor sample quality were observed. 4 retained tubes were, drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good separation. This complaint has not been confirmed for poor sample quality based on the photos and retention testing; all retention samples were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, the device experienced insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: after centrifugation the customer sees a bad separation of the blood sample in plasma and cells. In many different centrifuges.